Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating with network. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer arrived on site and inspected the station. Moved the network cable to another available wall port, logged into the station, and confirmed connectivity on the windows admin side. Informed the customer that the cable had been plugged into the wrong wall port. Reconnected to the correct port and waited for messages to synchronize, allowing the device to clear from critical override. Verified in our assessment that the station was back online and fully functional. The system functioned as intended after the field service engineer repaired the device.